Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Surgeon performed an unknown procedure sealing the sellar floor in the skull with norian crs rotary mixer cement. Pt is having adverse events, headache, edema and difficulty reading.